Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient's contact called on (B)(6) 2017 stating the patient's dialysis cycler was not draining and reverted to manuals. The pd patient's contact stated the patient had been in the hospital because on (B)(6) 2017 the patient was having problems breathing while on the cycler and when they got to the hospital they drained out more than 2500ml of fluid. Follow-up was made with the pd patient's clinic registered nurse (rn), who stated the patient was currently in the clinic and stated the patient had been hospitalized from (B)(6) 2017 to (B)(6) 2017 due to fluid overload. The pdrn confirmed the patient had been dialyzing using the cycler on (B)(6) 2017 when he reported having difficulty breathing and had to be taken to the emergency room and confirmed the patient was manually drained approximately 2500ml. The patient was treated with 4.25% dextrose to remove excess fluid. The pdrn stated the patient continued completing dialysis treatments while hospitalized and was discharged on (B)(6) 2017, and continued completing dialysis treatments upon discharge. The patient's treatment history was not available at the time of the call and was requested.

Manufacturer narrative:
Conclusion: a possible causal relationship exists between fresenius products/ liberty cycler and the patient experiencing shortness of breath/difficulty breathing and subsequent inpatient hospitalization for fluid volume overload (hypervolemia). The treatment data available in the complaint file was reviewed and the patient did not meet the criterion for increased intra peritoneal volume (iipv). However, it was alleged (by the pd nurse) the cycler was related to the patient¿s experience of discomfort (unknown symptoms) during ccpd treatment and as a result the patient received a replacement cycler and performing ccpd without further reported issues. A supplemental medwatch report will be submitted upon completion of the plant investigation.

Event description:
Information in the complaint file was reviewed by a post market surveillance clinician. It was reported this peritoneal dialysis (pd) patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis (ccpd) therapy was hospitalized (B)(6) 2017 for fluid volume overload. On (B)(6) 2017 the pd nurse stated the patient was experiencing shortness of breath with difficulty breathing during ccpd treatment on (B)(6) 2017 and as a result went to the emergency room (ER). Additionally, the pd nurse stated the patient drained 2500ml in the hospital using 4.25%dextrose pd solution and continued on pd treatments through hospitalization. The patient was discharged home on (B)(6) 2017 continuing ccpd therapy. However, the patient reportedly continued to experience drain complications and discomfort during ccpd treatment with the cycler after hospital discharge and as a result completed pd treatment with manual exchanges. The patient was advised by the pd nurse to have the cycle replaced with the belief the cycler was causing the issues. The patient¿s contact made a service call on (B)(6) 2017 requesting a replacement cycler and stated the patient felt ¿uncomfortable¿ (symptoms unknown) during ccpd treatment on (B)(6) 2017 which caused the patient to discontinue ccpd treatment on the cycler and finished peritoneal dialysis (pd) treatment using manual exchanges. Per the pd nurse, the patient received the replacement cycler and was able to complete ccpd treatments without reports of further issues.

Manufacturer narrative:
An investigation of the device was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. Simulated treatment was performed and completed without any unexpected alarms or problems occurring. The valve actuation test, system air leak test and patient sensor calibration check passed. The load cell verification was within tolerance.there were no discrepancies encountered in the internal inspection of the cycler. The record review confirmed the labeling, material, and process controls were within specification. There were no reported device malfunctions that would have caused the reported event.

Event description:
Information in the complaint file was reviewed by a post market surveillance clinician. It was reported this peritoneal dialysis (pd) patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis (ccpd) therapy was hospitalized (B)(6) 2017 for fluid volume overload. On (B)(6) 2017 the pd nurse stated the patient was experiencing shortness of breath with difficulty breathing during ccpd treatment on (B)(6) 2017 and as a result went to the emergency room (ER). Additionally, the pd nurse stated the patient drained 2500ml in the hospital using 4.25%dextrose pd solution and continued on pd treatments through hospitalization. The patient was discharged home on (B)(6) 2017 continuing ccpd therapy. However, the patient reportedly continued to experience drain complications and discomfort during ccpd treatment with the cycler after hospital discharge and as a result completed pd treatment with manual exchanges. The patient was advised by the pd nurse to have the cycle replaced with the belief the cycler was causing the issues. The patient¿s contact made a service call on (B)(6) 2017 requesting a replacement cycler and stated the patient felt ¿uncomfortable¿ (symptoms unknown) during ccpd treatment on (B)(6) 2017 which caused the patient to discontinue ccpd treatment on the cycler and finished peritoneal dialysis (pd) treatment using manual exchanges. Per the pd nurse, the patient received the replacement cycler and was able to complete ccpd treatments without reports of further issues.